Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an re-occurring abscess behind the ear and granulation tissue. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no information available points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
In (B)(6) 2025, aspiration biopsy revealed granulation tissue in the effusion. The device has been explanted on (B)(6) 2025.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2025, aspiration biopsy revealed granulation tissue in the effusion. The device has been explanted. Re-implantation will be performed after the user recovers.